Event description:
Information was received from a friend or family member of a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient fell off of their bike and needed to take a trip to urgent care. The patient had major ¿delepathy¿ without being able to change programs. No further complications were reported or anticipated.